Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 for infection with humelock reversed system. The 36mm centered glenosphere with screw and 36mm humeral cup were explanted and after a disinfection, replaced by 36mm centered glenosphere with screw and 36mm humeral cup. Primary surgery (B)(6) 2019.